Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. Review of the activity logs showed occurrences of defib cable ID changes and of a device reset. The defib cable receptacle was replaced as a precaution. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.